Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-aug-2022 to 26- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the full height matrix drawer failed. The field service engineer tested in hta and found no issues. The system was rebooted, and the drawer was recovered with no issue. The system functioned as intended after being troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to open during a procedure. The customer stated that they removed the back panel and manually released the drawer and confirmed that there was no delay or harm to patient. There were no adverse events or injuries reported based on this events.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the full height flex matrix drawer failed. A field service engineer verified drawer and rebooted with no issues. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to open during a procedure. The customer stated that they removed the back panel and manually released the drawer and confirmed that there was no delay or harm to patient. There were no adverse events or injuries reported based on this events.